Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the suspect medical device's date of implantation was (B)(6) 2018. Mentor also became aware that the suspect medical device has been discarded. In addition, mentor also became aware that the surgeon did not detect any leakage, but felt it was more of a deflation. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/6/2018, mentor became aware that the patient was scheduled for removal on (B)(6) 2018. (B)(4).

Manufacturer narrative:
(B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction with mentor cpx 4 breast tissue expander with suture tabs 650cc breast prosthesis. Slow leak on one side of the expander while being filled was reported. As a result, the patient was scheduled for removal and second stage implants implantation in (B)(6).